Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 530 mg/dl. She was trying to get her blood glucose meter to transmit to the insulin pump. Customer declined high blood glucose troubleshooting. Nothing further reported.